Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported swelling of the lymph nodes on the right side armpit and concern over textured implants. Patient additionally reported experiencing covid 19, which is not device related. Device remains implanted.